Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 was advanced over the guidewire and into the target vessel. The guidewire was then removed, and the first pass was completed using the cat6. Subsequently, the physician experienced resistance when reintroducing the guidewire back into the cat6; therefore, the cat6 and guidewire were removed as a system. Consequently, the physician noticed the distal tip of the cat6 to be kinked when retracting the guidewire out from the cat6. Therefore, the cat6 was no longer used for the remainder of the procedure. The procedure was complete using a new cat6. There was no report of an adverse effect to the patient.